Event description:
It was reported that, while in the ccu, the swg was "frayed" upon opening the kit. When the nurse pulled the swg out of the plastic tube the wire was frayed and unusable. As a result a new kit was opened and used successfully to complete the procedure. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Additional information: the report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The device history records for the swg were reviewed with no findings relevant to this complaint. The potential cause of the frayed swg could not be determined based upon the information provided and without a sample.